Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Reportedly, patient used an operating system that is not supported. Data was provided for evaluation. The complaint confirmation was confirmed. The root cause was determined to be a potential patient misuse. Labeling indicates: the dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems.